Event description:
The customer reported to customer svc that the pump did not express anything from her breasts. Customer indicated she had changed her breast shields, but this did not resolve the issue. Customer indicated she had blocked ducts and mastitis twice.

Manufacturer narrative:
Customer svc provided troubleshooting tips to the customer in an effort to resolve the issue. A medela clinician contacted the customer on (B)(6) 2012. Per the customer's response, she indicated she had spoken with a lactation consultant at the pediatrician's office and was told her breast shields were too small. Customer stated she was experiencing "complete pain" from the way the shield moved her breasts. The medela clinician provided add'l guidance regarding breast shield sizing. Confirmation of whether the mastitis was diagnosed by a medical professional and required any kind of treatment was not available at the time of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the sucking infant. The risk of mastitis is higher among women who has breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed. Medela will monitor complaints for similar issues.